Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after sentinel node biopsy, the patient had post-op bleeding due to inadequate seal even when end tone was heard, patient lymphocele led to hospitalization due to infection. The surgeon said that the inadequate seal was due to the device used. The patient is currently fine.